Manufacturer narrative:
An investigation was conducted: brief description: it was reported that on (B)(6) 2018, a biozorb was implanted in the patient and the patient reported suffering from a hard, painful lump at the site of the biozorb device. The patient reported suffering from discomfort and pain that affect her daily life, including making it difficult to lift her left arm and difficult to sleep. The patient believes that the device has not yet absorbed. As a result of the pain and complications of the biozorb device, the patient fears the possibility of another tumor every day, causing significant emotional distress. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: pain, serious (pain, sleep dysfunction, device palpability, failure to resorb). Hypersensitivity/allergic reaction, serious (redness/erythema, itching sensation). Infection, serious (infection). Scar tissue, minor (scar tissue / delayed wound healing). Inflammation, serious (limited mobility, lymphedema, swelling). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on october 24, 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: not performed. No lot number was provided; therefore, no DHR could be located or reviewed.

Event description:
It was reported that on (B)(6) 2018, a biozorb was implanted in the patient and the patient reported suffering from a hard, painful lump at the site of the biozorb device. The patient reported suffering from discomfort and pain that affect her daily life, including making it difficult to lift her left arm and difficult to sleep. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 59-year-old post-menopausal female with a body mass index of 32.25 and 209 pounds, and with heterogeneously dense breasts. On (B)(6) 2018, the patient underwent left breast lumpectomy with wire localization and additional shaves in anterior and medial margins, sentinel node biopsy through a separate axillary incision and biozorb placement and adjacent tissue transfer. "Further dissection was carried above the pectoralis muscle. The total defect was 4x4 cm. A biozorb device measuring 2x2x1cm was then placed in the lumpectomy bed and secured to the superior, inferior, lateral, medial, and posterior margins. At this point an adjacent flap was made to fill in the defect. This measured 4x3cm laterally and 4x4cm medially. This was closed using 3-0 vicryl in an interrupted fashion in both the transverse and vertical planes. Copious irrigation of both the lumpectomy and axillary cavity with normal saline followed by an additional 20ml of local anesthesia into the subcutaneous and parenchymal area was completed. Next the deep dermal layer of both the sentinel node biopsy site and the lumpectomy site was closed with 3-0 vicryl, and the skin was closed in a subcuticular fashion with 4-0 monocryl and the skin covered with dermabond. At office visit (B)(6) 2019, the patient denied "palpable lump in the breast, cough, shortness of breath or musculoskeletal pains." The breast exam at this visit revealed no palpable abnormalities. At an office visit on (B)(6) 2019, approximately 10 months post op, there are no noted breast related complaints, sleep disturbance or shoulder problems. Exam at this visit noted a ¿3x2cm thickening" beneath the left breast incision, "which may represent scarring and fibrosis from her prior radiotherapy." The physician felt this scarring was "a bit more than what we would normally see" and ordered imaging. Per surgical oncologist note on (B)(6) 2019, the patient had also noticed some lumpiness along the inferior portion of her breast, causing her some concern. Mammogram, on (B)(6) 2019, revealed post-surgical/radiation therapy inflammation seen in the left breast. Otherwise, no suspicious masses, calcifications or architectural findings in the left breast. On (B)(6) 2020 (approximately 1 year and 4 months post op), the patient had breast imaging for pain the left breast, mammogram and ultrasound of the left breast revealed unchanged calcifications and post-surgical scar with biozorb device with recommendations to return in 1 year for follow up. At an office visit with medical oncology on (B)(6) 2020, no breast related complaints were noted and breast exam revealed, ¿breasts are moderate in size, l<r, and pendulous¿. Her left breast has radiation changes and is slightly retracted compared to the right. The left breast incision site is at 12:00, 5cm from the nipple. A palpable biozorb device can be felt beneath the incision site. Scar tissue is appreciated at the axillary incision site. No associated tenderness. At medical oncologist visit, on (B)(6) 2020, almost 2 years post op, the patient reported a ¿cystic lesion on the tip of the left nipple and some cramping pain on the operated left breast¿. The exam at this visit revealed the left breast circumareolar scar healed well. The nipple sits higher compared to the natural right breast. On the tip of the nipple normal male gland is visible without any suspicious nodularity. A biozorb device is palpable and slightly tender underneath the lumpectomy scar at 12:00 2 inches from the nipple. Screening mammogram, in (B)(6) 2020, was unchanged from previous. At surgical oncology visit later that same month (approx 2 years post op), patient had no new breast symptoms and denied palpable masses, discharge, skin redness or swelling. The breast exam at this visit demonstrated. Her left breast has radiation changes and is slightly retracted compared to the right. The left breast incision site is at 12:00, 5cm from the nipple. A palpable biozorb device can be felt beneath the incision site. Scar tissue is appreciated at the axillary incision site. Appropriate associated tenderness. In (B)(6) 2021, almost 3 years post op, she reported ¿whole body pains and increased aching¿ of the left breast. A bone scan and mammogram were ordered. On (B)(6) 20201, the patient had an ultrasound guided biopsy of left breast which revealed breast tissue with prominent fibrosis/scar and foci of chronic inflammation. Patient contacted medical oncologist on (B)(6) 2021, with concerns of redness to the biopsy site, patient reported to have scratched the area, and a scab fell off followed by clear drainage, which had resolved. She also reported the area has been ¿tender for several weeks.¿ the breast exam at that visit noted left breast tenderness without discrete masses and a 7mm area of redness at border of biopsy site without warmth, drainage or swelling. The clinician noted ¿she has ongoing aching of the left breast status post (s/p) radiation therapy. She had mammogram and biopsy to evaluate confirming fibrosis and scarring. Skin has been slow to recover post biopsy and presented today for evaluation of the same. There is no clear evidence of infection. Redness and irritation related to scab that was accidentally removed while scratching yesterday. The clinician suggested topical antibiotics.